Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock to the patient. Review of the episode noted that oversensing of noise due to air entrapment was the likely cause. No changes were made and the s-ICD remains implanted and in service. No adverse patient effects were reported.